Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to electrode migration. The patient was reimplanted with another cochlear device (specific date not reported).